Manufacturer narrative:
The axium prime coil will not be returned for evaluation as it remains implanted in the patient. The device was not returned, therefore the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of axium coil through a clinical study where post procedure imaging shows metallic artifacts. The patient had undergone embolization treatment of a right bifurcation carotid aneurysm. At the time of the procedure, the aneurysm had a diameter of 8mm, height of 8mm, and neck of 2.9mm. The patient is currently asymptomatic.